Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to two fractured peripheral screws. All components were removed and replaced. Patient was revised to a hemiarthroplasty on (B)(6) 2013, due to a fractured peripheral screw and central screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed due to the part/lot information could be: category number - (B)(4), lot number - 492050, expiration date - jun 30, 2020, manufacture date ¿ jun 4, 2010. Category number - (B)(4), lot number - 343210, expiration date - sep 30, 2020, manufacture date ¿ sep 10, 2010. Category number - (B)(4), lot number - 448070, expiration date - may 31, 2019, manufacture date ¿ jun 1, 2009. Category number - (B)(4), lot number - 852740, expiration date - mar 31, 2019, manufacture date ¿ apr 1, 2009. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05060 / 05062).